Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. The screws were not returned to the manufacture for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the lock screws would not engage the superior component of the artificial cervical disc. The surgeon elected to leave the device implanted without a locking screw in the superior component. The surgeon reportedly attempted to engage multiple lock screws with no success.